Event description:
Situation: leaking baxter tubing found during daily central line audits. Background: baxter tubing continues to leak causing disruption in infant nutrition due to need to take down leaking tpn/il. Assessment: this author was completing central line audits and noted tpn leaking through capped y-site on tpn tubing - y-site marked with tape. Covering md notified and clear fluids ordered. Bedside rn to change tubing per nnicu protocol once new fluids arrive. Manufacturer response for IV tubing, (brand not provided) (per site reporter) meeting weekly to review new events.